Manufacturer narrative:
Patient information was unavailable from the site. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system, outside of procedure. It was reported that the gantry was not moving as far right as they think it should be. Technical services walked the healthcare professional through instructions on how to rehome the system. No patient was present. Additional information was received from the site stating a clarification on what the issue was. The health care profession was using the 2d stitching tool post-op more and more. They were attempting to do a 2d imaging using field-of-view preview to gain their post-op images for stitching. As they attempted to do so, they were getting error messages and the system would not allow the gantry to move superior up the patient¿s spine. They had to manually pull the imaging system out and reposition each time. When they attempted spins during this time, the imaging system aborted spins twice with an error message of early termination (or something to that regard). The site performed a motion calibration and the system was functioning normally afterward.